Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and they were unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked minor scratched display window, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that they use the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they are able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.